Event description:
It was reported that the event involved a male pt while in the surgical intensive care unit. Indication for use: inserted during CT (cardiothoracic) surgery on (B)(6) 2012. The md inserted the intra-aortic balloon (iab) through the sheath via femoral artery with no issues. The pt was repositioned in the bed (which was flat) shortly before the event. The pt had been waking up and moving in bed, hypertensive and still on propofol and fentanyl. Approx 24 hours later the rn heard a pop sound and noted blood backing up into the tubing. The surgery team was at the next bed with another pt and assisted with the issue on this pt. The md responded to a request for assistance. As a result, the md removed the iab, applying pressure for approx 15 minutes. A dsd (dry sterile dressing) was applied. The iab was not replaced since the event occurred while the pt was in weaning mode and not iab dependent. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted with no harm to pt; iab therapy was discontinued. The pt outcome is the pt went back to the operating room on (B)(6) 2012 for chest closure and is doing okay. The sales rep visited the hospital on (B)(4) 2012 and checked the intra-aortic balloon pump (iabp) but did not record the serial number. The condensation trap was empty when checked. It was stated that the blood did not get back into the iabp, only the first couple of inches of tubing near the insertion site. It was suggested that they send the iabp down to biomed to confirm that no blood got back into the unit. The biomed are factory trained at this facility.

Manufacturer narrative:
Follow-up report will be filed if add¿l info becomes available.